Event description:
The patient reported she had experienced a mild burning sensation during charging which leaves a red area on her body for about an hour. The patient reported, she had not required medical treatment for the issue. On 08/01/2012 st. Jude medical, neuromodulation division, send field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.